Event description:
The health care provider (hcp) reported that the patient's device was not working since about 2 years ago. No symptoms were reported. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.